Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of stent shaft break.

Event description:
It was reported that a tria ureteral stent was to be used in a procedure. During preparation, it was noticed that a portion of the stent was broken. The procedure was completed with another of the same device and there were no patient complications reported.